Event description:
It was reported that the patient experienced urinary retention and urethral erosion with an artificial urinary sphincter (aus). A surgical procedure was performed during which the existing cuff was removed, and the system was capped. No further patient complications were reported